Event description:
It was reported that during implant, the lead was unable to capture at 10 volts in 2 different locations. It was noted that the sensing and impedance were within normal range. The lead was removed and an active fixation model lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.